Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were small air bubbles in the luer lock. There was no impact to the customer's blood glucose level. Recommendation was made for the customer to make sure the luer lock connection is tight.